Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient with recurrent deep vein thrombosis and pulmonary embolism despite anticoagulation had an outpatient workup including a CT angiogram of the chest which confirmed two pulmonary emboli. The patient was admitted to the hospital intensive care unit for vena cava filter placement. A venogram was performed demonstrating no evidence of inferior vena caval thrombus or stenosis. A vena cava filter was placed. The patient tolerated the procedure and recovered without any problems. Approximately two years post filter deployment, the patient presented with severe abdominal pain and for a filter removal procedure. The filter was not removed because of hypercoagulation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: as no specific deficiency or filter type was provided, labeling review cannot be performed.

Event description:
It was reported through the litigation process that a patient with a history of deep vein thrombosis and pulmonary embolism experienced pain immediately post vena cava filter deployment. Approximately two years post filter deployment, the patient presented with complaints of severe abdominal pain and limited mobility; however, the filter could not be removed due to hypercoagulability. The current patient status was not provided.